Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported error. The fse swapped the remote arm controller's (rac) between mtml and mtmr to attempt to reproduce the error. The fse noted that the cable was extremely difficult to insert and remove. The fse advised the customer to use a spare cable. The customer was planning to use the spare cable and remove the damaged cable out of circulation. The system was tested and verified as ready for use. A review of the system logs for the da vinci system associated with this event was performed. The following additional information was obtained: the error is a communication issue between the rac and the actual mtml there are several connections and cables along the path and any one of them can be suspect. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion or procedure abort. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, an error 23 on the surgeon site cart (ssc) related to the master tool manipulators (mtm) left was displayed. The customer reported that they also had a recoverable fault 16 that would not recover. The customer stated that the message read the ¿left surgeon control, error 16¿. Then, the error went to a non-recoverable error 252. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and noted communication error 23 on the ssc mtml prior to the other faults. The customer confirmed that they had a dual ssc set-up. The customer had started the laparoscopic portion of the case prior to the da vinci portion and was in the process of docking when the errors occurred (the customer had not completed docking at the time of call). The tse suggested the customer power down the system, disconnect the ssc with errors, and then power on the system in a single ssc configuration. The customer performed the requested actions and noted that they had difficulty disconnecting the blue fiber cable from the ssc with the errors. No further errors were seen after disconnecting the ssc that had caused the errors. The customer informed the tse that they were going to continue with the case. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.